Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap was missing from a large volume infusor. This was noticed during prepping. The device was not filled with medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(4). The device was received for evaluation out of its original package. Visual inspection revealed that the fill port cap was missing from the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.